Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. Customer's blood glucose reading was around 50 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected the reservoir, snap-cap and septum for anomalies and none were found. The occlusion test was performed as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into the insulin pump, perform manual prime and confirmed visual fluid flowed through infusion set and out catheter tip. Conclusion: the reservoir was not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.